Event description:
It was reported that a customer experienced a cracked and shattered touchscreen on their pump, rendering the touchscreen unresponsive and unusable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, confirmed the customer¿s shipping address, and instructed the customer to return the damaged pump with a pre-paid label within ten days. The customer declined to share information about their backup therapy during the pump replacement process.